Event description:
It was reported by the patient that the "atrial lead recently failed" and the "ventricular lead is questionable." The leads remain in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.